Event description:
Add'l info received from MFR 5/28/03: co was not able to conduct any laboratory testing on the product referenced since the product was not returned to del. Co does not have access to a lot number or other product info to enable review of co retains of this product. Pain reported by the consumer constitutes an adverse event attributable to the drug product. Co has no reason to believe that this drug product would cause erythema or inflammation. Customer has reported that acetone is the first ingredient on the label and it is an industrial solvent. Ingredients for this drug product are labeled in alphabetical order, not in order of dominance. Acetone is a known pharmaceutical aid (solvent). Acetone is an inactive ingredient in approved drug products, even though the product in question is a monographed drug product. Acetone is categorized as a "solvent with low toxic potential" (class 3 solvent).

Event description:
Caller applied the product to a family member's "scabbed over cut." This caused pain, redness and inflammation around that cut. Caller returned product to place of purchase. Customer noted first ingredient in the product is "acetone", which is "an industrial solvent and known skin irritant".